Event description:
It was reported that the user experienced prolonged hyperglycemia after a high-carbohydrate late dinner, with bg peaking at 296 mg/dl and remaining elevated for approximately four hours; the user later reported persistent readings around 260 mg/dl and perceived insufficient insulin delivery from the ilet, elected to turn the pump off overnight, and administered 5.5 units of subcutaneous insulin by pen. Symptoms included fatigue. Outcomes included no alerts from the device, no need for outside assistance, and no medical intervention. Investigation included complaint intake and troubleshooting with user education regarding meal-related hyperglycemia and pump learning behavior. Investigation of this case revealed no device alarms or malfunctions reported, and the event was consistent with hyperglycemia of unclear cause beyond the identified high-carbohydrate meal, with user-initiated therapy by pen and temporary pump discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.